Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 34 mg/dl. Customer¿s blood glucose level was 72 mg/dl. The customer did not want to troubleshooting low blood glucose level. Customer still feel little shaky but they stated that its okay. Customer treated for low blood glucose with glucose tablet. The insulin pump was not returned for analysis.